Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle hub separates. This was discovered during use. The following information was provided by the initial reporter: it was reported that consumer had difficulty removing shields and needle hub separated.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-22. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9322367. Investigation summary: customer returned two (2) loose 0.5 ml bd insulin syringes. Consumer reported that consumer had difficulty removing shields and needle hub separated. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. Samples will be forwarded to manufacturing (holdrege) on 25jun2020 for further review. A review of the device history record was completed for batch# 9322367. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 24jun2020, holdrege received a complaint, via pictures. Visual inspection of the pictures found the needle assemblies separated from the barrels. There did not appear to be any damage to the barrel tip or the needle assembly. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #54293 was created for raised shields. Debris was collected on the main dial. Corrective action: debris was cleaned from the main dial. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9322367. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9322367. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs needle hub separates. This was discovered during use. The following information was provided by the initial reporter: it was reported that consumer had difficulty removing shields and needle hub separated.